Event description:
It was reported that during a da vinci si surgical procedure, prior to installing the cadiere forceps instrument into the patient, the wire on the wrist of the instrument was observed to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.